Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on efficia dfm 100 defibrillator monitor indicating that paddle is not functioning. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that during the routine testing, it was found that paddle was not functioning. While evaluating the device, rse determined that reported allegation was not found and the monitor is working fine. The device returned to full functionality.